Manufacturer narrative:
The reported issue of flow issues ¿ back flow was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect or condition that would cause a flow problem or back flow was found in the sample. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white had flow issues in conjunction with our infusion system 388050, the blood would run back up the connecta, it does not close correctly. Message from customer: I am sending you a picture which clearly shows that the patient's blood has run back into the bd connecta 3-way stopcock, white with extension tube 10 cm, ref 394995, sap 5337520, (I cannot provide the exact lot as the packaging had already been disposed of). As you can see from the picture, this 3-way stopcock was connected to an infusion system (ref 388050, sap 5337513) with a non-return valve (green connection), which was hanging on the infusion stand well above patient level. The second leg was connected to a perfusor line with a separate non-return valve from b.braun and finally to the perfusor syringe from b.braun, which was set to a continuous flow rate in the perfusor. It is inexplicable to us how the blood could run back. When did the incident occur? During use.